Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor reset during an incoming pulse test. The cause for the resets was isolated to intermittent solder connections on surface mount resistor r30 and hexfet power mosfet q4 on the monitor c/a board. The root cause for the intermittent solder terminals on the components could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) reset during a pulse test. The last pt to use this monitor did not report any deficiencies.